Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: sdr303b implantable pulse generator (ipg) (B)(6) 2007. (B)(4).

Event description:
It was reported that the right ventricular lead had insulation damage. The threshold was high and the impedance was low. It was also reported that the atrial lead had insulation damage as well. The impedance gradually decreased and was low. The leads were capped and replaced. No patient complications have been reported as a result of this event.